Event description:
Reporter alleged discrepant blood glucose values of 42 mg/dl back to back with a result of 221 mg/dl, when testing was performed 3 minutes apart on the inform system. The location of the testing was at the hosp. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.